Event description:
It was reported that during procedure the system gave an error. Several attempts were made to reboot the system. Doctor brought in a back up unit to complete the procedure. Doctor reported a 20 minute delay in completing the procedure. Doctor reported patient outcome was excellent.

Manufacturer narrative:
Investigation is still in progress. A supplemental will be submitted as soon as additional information is received.

Manufacturer narrative:
Concomitant medical products: handpieces model 690881 (serial (B)(4)) and model 690880 (serial (B)(4)) and footpedal model ngp680702 (serial (B)(4)). Mfg date - 2009. It was erroneously reported that the investigation was in progress. The device was never received.

Manufacturer narrative:
Device was received at our manufacturing site however, it was misplaced and unable to locate in order to complete the investigation.